Manufacturer narrative:
Findings: pump was received with detached end cap, minor scratched display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Bolus units were programmed and all bolus were properly delivery. No bolus anomaly noted during testing.(B)(4).

Event description:
It was reported that the customer had an issue with her boluses not delivering properly on the insulin pump. Customer has been pressing on the drive support cap to give herself insulin. Customer stated that the drive support cap looks recessed and the right side of the pump is coming off. Customer stated that if she pushes her finger on the end it delivers and if she does not, it will not deliver. Customer had no alarms except a low reservoir alarm. Customer's blood glucose level was 315 mg/dl. Customer stated there was cosmetic damage on the pump with the entire right end of the pump coming apart. Customer stated that the damage is due to wear and tear. Insulin pump will need to be replaced. No additional information provided.